Manufacturer narrative:
The filament's condition likely led to instability and scan errors. Adjusted the filament settings and performed spot checks on other ma stations and monitored a daily calibration, which passed successfully. No harm to the patient or users.

Event description:
A error code 35 is showing during the procedure, causing a delay in the treatment.